Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issue with malposition may have been due to a potential placement error at implant.

Event description:
It was reported that this inflatable penile prosthesis was initially positioned incorrectly; therefore, a surgical procedure was performed to remove and replace all the components. No additional information was reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issue with malposition may have been due to a potential placement error at implant.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating and deflating properly due to cylinders malposition. A surgical procedure was performed to remove and replace all the components. No patient complications were reported.